Event description:
The device reportedly displayed an intermittent connect electrode messages during the reported event. The cable was replaced and the new cable allegedly displayed connect electrodes messages as well. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statment was based on the attending ER physician's assessment of the pt's lack of viability.